Event description:
The customer reported to philips healthcare that 'rf indicator showing red alarm' and a failure to shock. There was no harm to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.